Manufacturer narrative:
The sample is indicated as returned. A follow-up report will be provided once the device has been reviewed.

Event description:
During dressing changes, leakage in the area of the hub was noticed, further inspection revealed cracked hubs.

Event description:
During dressing changes, leakage in the area of the hub was noticed, further inspection revealed cracked hubs.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Two catheters were returned for review. Visual inspection of the samples confirmed a crack in the female luer which would result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.